Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the certas valve was implanted via v-p shunt (unknown date and setting). On an unknown date, ventricular enlargement was observed by CT image. As under-drainage was confirmed, valve obstruction was suspected. Therefore, the valve was replaced with a new one (certas and bactiseal) on (B)(6) 2020. Before revision procedure, the ventricular catheter was confirmed its patency. And during the procedure, flow of the peritoneal catheter was confirmed.

Manufacturer narrative:
The certas valve was returned for evaluation: failure analysis -the valve was visually inspected; the needle guard was raised and needle holes in the needle chamber were noted. The valve was hydrated. The valve was flushed no occlusion was noted, flow was difficult . The valve was leak and leaked from the needle holes in the needle chamber. The valve was then pressure tested according to test method the valve failed the test due to the raised needle guard partly blocking the passage. The needle chamber was dismantled; the needle guard was bent, and glue traces were noted on the needle guard and the silicone housing base. The valve passed the test for programming, reflux and siphon guard. The root cause for the failed pressure test noted during investigation is due to the raised needle guard partly blocking the passage. The root cause for the problem reported by the customer is due to the raised needle guard this is probably due to wrong handling as noted in the IFU : do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.